Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address possible infection, tibial and femoral loosening at the cement/implant interface (competitor's cement was used at time of implantation).